Event description:
It was reported that during training, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure message. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields: d10. A getinge field service engineer (fse) was dispatched to investigate the issue. Upon investigation, the fse found the following messages in the log file: "#37 invalid dv calculated" and " #37 fill fail - dead volume calc". The fse then tested the unit with a 40cc iab and extender with no issues. A full calibration and system test was performed with no issues as well. The fse was unable to reproduce the reported issue. The fse suspected that the problem was the catheter used during training, wrong size or not present. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.